Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call sensor anomaly. Customer advised the sensor cannula was missing and it was not visible. Customer was advised a replacement sensor would be sent out. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected 1 opened or used partial sensor and found sensor cannula retracted inside sensor base. No broken or missing parts were observed during analysis. Customer did not return insertion needle.